Manufacturer narrative:
(B)(4). Date sent: 6/27/2024 d4: batch #224c93 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with 6 drivers up, the swing tab was noted to be broken and the gripping surface damaged making the reload nonfunctionally. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. It is possible that the damage on the swing tab and the gripping surface was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 224c93, and no non-conformances were identified. The lot#312c09 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the knife blade could not advance. No patient consequence reported.